Event description:
Trauma procedure - patient with burst fracture of neck. Procedure was odontoid screw placement. The screw placement guide with spikes was placed into the c3 vertebral body and directed at the anterior inferior lip of c2, as confirmed on the fluoro image of the cervical spine. After installation of the fixation screw, the spiked screw placement guide was removed and one of the two spikes on the guide was found to be missing. The missing spike was lodged in the anterior surface of the c3 vertebral body. The spike was well within the vertebral body and would not migrate. It was not possible to remove and thus was left in-situ. This event type is occurring below the frequency and severity that are usual for this device.